Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that there was a leak in the orthopat machine and that the machine caused a power outage on the ward during post operational use. No donor operator injury was reported.

Manufacturer narrative:
The device could not be repaired due to the extent of the damage from the fluid spill. This device is covered under the (B)(6) orthopat recall remediation and will be scrapped once remediation action and the recall is complete. (B)(4).